Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the patient had received inappropriate therapy, both shock and anti-tachycardia pacing, due to incorrect interpretation of rhythm. Programming changes were completed in clinic to address this issue. The patient was stable.